Manufacturer narrative:
D4: the device manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA # provided is associated with the most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the customer's power module was showing the yellow wrench and red battery symbols, with a constant alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench indicator, red battery indicator, and constant alarm was confirmed via product testing of the power module, serial number: (B)(6). The power module was returned and evaluated at the service depot. During testing, it was found that the unit had an older style battery clip, which was cracked. The cable was replaced with an upgraded streamline cable assembly. Following repair, a full functional checkout was performed with the power module passing all tests. The unit was returned to the customer site and is ready for use. Multiple good faith effort (gfe) attempts were made to obtain additional information regarding whether a patient was involved with the event and if any adverse effects occurred; however, no response was received. The root cause of the reported alarm was determined to be due to a damaged power module backup battery clip. The relevant sections of the device history records for the heartmate power module, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.